Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 1500 mg/dl. The customer stated that he was in a coma at the time of hospitalization. The customer had called to perform troubleshooting on the insulin pump after being hospitalized, but he did not mention the hospitalization at that time. In the previous call, the insulin pump passed the prime and high pressure tests. Nothing further was reported regarding the event.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.